Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a fracture on the hub. There was a delay in treatment and re-insertion trauma. No patient injury or harm.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen acute hemodialysis catheter and a sealed syringe not sold by teleflex. Visual inspection was performed and the venous luer was found to be obstructed. The obstruction was removed and confirmed to be the tip of a syringe. The inner diameters of both the luer hubs were measured and found to be within specification. The piece of syringe lodged in the venous luer was measured to be 4.03 mm in diameter and 5.15 mm in height. An inventory syringe was connected to both luer hubs without issue. The customer returned syringe was also attached to both luers without issue. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the luer hub being obstructed was confirmed during the sample investigation. A piece of a non-teleflex syringe was found in the venous luer hub and removed. Dimensional and functional testing was performed on the returned catheter and no issues were observed. A DHR review was performed and no relevant findings were identified. As no problem was found with the returned teleflex product no additional action shall be taken at time.

Event description:
The customer alleges a fracture on the hub. There was a delay in treatment and re-insertion trauma. No patient injury or harm.